Event description:
Per the audiologist, the pt's parents reported the abutment came off when the pt tried to take the processor off. During the visit to the clinic to put the abutment back in place, it was discovered the fixture was loose. The surgeon removed the fixture. There had been no reported traumas and the pt had been using the processor. Per the surgeon, there was no apparent problem with osseointegration prior to the fixture loss. The fixture was not returned for analysis. Replacing the fixture is planned, but had not been scheduled.

Manufacturer narrative:
The type of event is addressed in the device labeling.